Event description:
It was reported that the patient presented for the implant of the right ventricular lead. During the procedure, the pacing impedance was measured at twice the upper limit. The procedure was successfully completed with a replacement lead. The patient was discharged.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical tests did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray examinations of the lead did not find any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.